Event description:
It was reported the patient had a minor procedure on (B)(6) 2022 where cautery was used and the device was not placed in surgery mode. Troubleshooting was attempted by the company representatives to no available. Surgical intervention took place wherein the ipg was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.